Manufacturer narrative:
(Method and results) average age (B)(6) years (ages ranged from (B)(6) years) 24 males; 17 females d11: bone void filler (details not provided) posterior instrumentation (details not provided). A picture of an imaging film showed a nonunion of a lumbar fusion with hardware failure and cleft.

Manufacturer narrative:
(B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
All but one patient were treated by refusion; the one patient underwent hardware removal without additional fusion. Seven patients required a second procedure after redo fusion. Additional augmentation was performed in five patients.

Event description:
Post operative complications were reported in a retrospective study presentation of patients who underwent instrumented lumbar poste rolateral fusion with rhbmp-2 for degenerative spine conditions between 2002 and 2009. Non-union occurred in 41 patients. Thirty-three patients experienced symptomatic nonunion (symptoms not provided) requiring reoperation with instrumentation. The average total dose of rhbmp was 12.1mg (4.2-24). The non-union was not related to smoking, number of levels fused or age. All non-unions were successfully treated with revision of surgical instrumentation and rhbmp application.